Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot-7748854). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 425cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade iii postoperatively. Patient requested larger replacement implants. As a result, the patient underwent bilateral explantation and replacement with catalog number 3506004bc; serial number (B)(4) on the right side, and with catalog number 3506004bc; serial number (B)(4) on the left side on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that field e4 (reporter also sent report to FDA?) Was inadvertently marked as "unk" under the previous initial submission. It has been correctly updated to "no" on this form. Manufacturer¿s reference number: (B)(4). E4 reporter also sent report to FDA?